Event description:
During the preventative maintenance (pm) performed by the customer engineer, the thermogard console (sn (B)(6)) displayed the "factory configuration is not complete" message. After rebooting the console, the display head remained dark with a long alarm tone. In addition, the pump speed settings were reset out of the normal range. No patient involvement.

Manufacturer narrative:
The reported complaint that the thermogard console (sn (B)(6)) displayed a "factory configuration not complete" error message was confirmed during functional testing. The root cause of the reported complaint was due to a defective display head, likely attributed to a defective component. In addition, the pump speed settings were outside of their typical range as a result of a calibration error caused by a malfunctioning display head. Upon visual inspection, no physical damage was observed on the thermogard console. The system's event log and the patient data log were analyzed, and no significant discrepancies were noted. During functional testing, the thermogard console displayed a "factory configuration not complete" error message and the screen turned black, thus confirming the reported complaint. The display head and umbilical cable assembly were replaced to remedy the reported complaint. Following the service, the thermogard console passed the functional testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the console sn (B)(6).